Manufacturer narrative:
Unit passed the displacement, basic occlusion, occlusion, prime/a-33 and excessive no delivery tests. No prime anomaly or excessive no delivery alarm noted during testing.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 456 mg/dl. Troubleshooting was not performed as the caller stated that they tried all remedies. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.